Manufacturer narrative:
Lot#: b26647. Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was found to have its threading deformed. No relevant manufacturing issues were found upon manufacturing history review. Conclusion: it is likely that the surgeon applied too much torque on the set screws, cause them to strip during the procedure. However, no information could not be obtained despite multiple follow up attempts, so at this time the root cause could not be determined conclusively.

Event description:
It was reported that the surgeon faced an issue when screwing the connector screws. Once the tightening was completed, he noticed that the connector was still moving on the rod. He tried to tighten more but the connector was still moving on the rod. He changed the small screws but the connector was still moving on the rods. He changed the connector.

Event description:
It was reported that the surgeon faced an issue when screwing the connector screws. Once the tightening was completed, he noticed that the connector was still moving on the rod. He tried to tighten more but the connector was still moving on the rod. He changed the small screws but the connector was still moving on the rods. He changed the connector.